Manufacturer narrative:
Returned device was received and the reported issue could not be confirmed. There were no issues found with the device delivering. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was not "delivering duadopa as it should be. No adverse effects were reported.